Event description:
This catheter was successfully placed for nephrostomy drainage treatment. It was noted a few weeks post placement, this drainage catheter had fractured. The device was removed intact via the proximal end and another catheter was placed for continuation of treatment. The pt's condition is good. A portion of this device was returned, evaluated and retained by this manufacturer. The engineer's evaluation indicated the returned catheter segment measured approximately 3.5cm in length. The point of fracture is uneven. As a lot number for this device was not provided, a device history search could not be performed. User technique, and/or pt anatomy may have contributed to this event. However, the co is unable to determine the relationship between the device and the cause for this event.